Event description:
A nurse (rn) contacted baxter's technical service center for assistance during the priming cycle of the homechoice system during training of a new pd pt. Reportedly, the rn had intentionally punctured the cassette of a homechoice set with a pair of scissors to demonstrate the homechoice machine's leak detect capabilities specifically during the integrity testing phase. However, the homechoice machine did not detect the leak until the prime cycle, resulting in the cassette leaking solution into the door of the homechoice cycler. Baxter's technical service center arranged for a swap of the cycler. No pt injury or medical intervention was associated with this incident, as the disposables being used were not intended for pt use, but were intended for demonstration purposes only.